Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was in the emergency room and would be admitted to the hospital on 06/13/2016 for an elevated blood glucose (bg) level of 500 (mg/dl) and diabetic ketoacidosis. Customer attempted to treat elevated bg levels with a correction bolus administered by the pump, but later went to the hospital. During the time of the call, customer was being treated with intravenous insulin and fluids. Contact reported that they believed the hospitalization was the result of the customer's gastroparesis. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information regarding this event was provided.